Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a really high blood glucose level of 429 mg/dl last night. Customer's current blood glucose was 313 mg/dl. Customer had the following symptoms related to his high blood glucose: nausea, tired, thirsty, and feeling sleepy. Customer took a shot to treat for his high blood glucose. Customer had little air bubbles along the tubing length. Customer was advised that the insulin should be stored at room temperature. Customer reported that the insulin did not exit at the quick release. Customer stated that the time/date was incorrect. Customer was assisted with programming the time/date. Customer was advised to do a complete infusion set change. Customer was advised that a tubing clamp will be sent.